Event description:
The rep states the handswitch stuck on run. The drill would not shut off during the case. They were able to bring in a backup drill to complete the procedure.

Manufacturer narrative:
During functional inspection it was noted that the handpiece was sticking to the device.